Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver displayed an emergency battery error alarm. This alleged failure posed a low risk to a patient because it was not in patient use. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.